Event description:
Device 3 of 4: reference MFR. Report# 1627487-2019-04320. Reference MFR. Report# 1627487-2019-04321. Reference MFR. Report# 1627487-2019-04323.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2019-04320. Reference MFR. Report# 1627487-2019-04321. Reference MFR. Report# 1627487-2019-04323. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was achieved post operatively.